Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation reconstruction revision surgery with two 350cc mentor memorygel breast implants and experienced bilateral capsular contracture, baker grade 3/4 (left), 2 (right) post-operatively, which was confirmed via a physical consultation. As a result, the patient underwent explantation bilateral explantation and replacement with mentor memorygel breast implants on (B)(6) 2021. Upon explantation, the left sided device was found to be ruptured. This report is for the right side device.